Manufacturer narrative:
The field engineer confirmed that there was no loss of manual ventilation. The intermittent cardiac bypass mode issue has been resolved by service calibration. There was no reportable malfunction.

Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The breathing system was calibrated to resolve the issue. Block a: no report of patient involvement. D4 primary UDI number: there is no UDI available as the device was manufactured prior to UDI compliance requirements. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in loss of manual ventilation. There was no patient involvement.